Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event. The system was then tested and met all product specifications. No samples were returned for evaluation, therefore, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).

Event description:
A customer reported during a vitrectomy procedure, there was no vacuum while cutting. The system was exchanged to complete the case without harm to the patient.